Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient discovered fluid leaking from the apd luer lock connector during their pd treatment. Upon follow up, the pdrn stated the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the fluid leak. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. On the day of the event, the patient was able to complete pd treatment by disconnecting from the cycler and draining manually. The pd nurse stated that this was the patient¿s first treatment using the apd luer lock. The patient was retrained by the nurse on using the apd luer lock connector fhe following day to prevent this issue from reoccurring. The patient is continuing pd therapy with no further issues. The sample used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: h6 component code.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient discovered fluid leaking from the apd luer lock connector during their pd treatment. Upon follow up, the pdrn stated the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the fluid leak. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. On the day of the event, the patient was able to complete pd treatment by disconnecting from the cycler and draining manually. The pd nurse stated that this was the patient¿s first treatment using the apd luer lock. The patient was retrained by the nurse on using the apd luer lock connector fhe following day to prevent this issue from reoccurring. The patient is continuing pd therapy with no further issues. The sample used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.